Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter

Event description:
Customer reported receiving an error 4, when a test strip was inserted into their freestyle flash blood glucose monitor. Customer reported, the unit of measure on her meter changed from mg/dl to mmol/l and began experiencing symptoms of fatigue. She did not seek any third party medical intervention and self treated with her normally prescribed medication. There was no report of death, serious injury or mistreatment associated with this event.